Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It is reported connection issues. Description: having difficulty removing the clear plastic piece on the male end. Also states she has to "seat" the connection multiple times to feel like it is connected correctly. Lastly, there have been numerous occasions where the medication bolus she is administering causes the connection to "pop off" or leak. No other personnel have voiced complaints like this that she is aware of, nor have I heard anything similar in complaints about this from anyone else no patient harm.

Event description:
No additional information was provided.

Manufacturer narrative:
The customer reported connection issues with the male luer on material me2010, lot 25095111. Upon initial visual examination, the set had no defects or abnormalities. The set was manipulated and tested for connection problems at the male luer, but none were found. The complaint could not be verified. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. It should be noted it is easier to remove the male luer cap in two steps, first, stabilize the cap, and then spin the luer collar one full turn, and pull back. Then, stabilize the collar in the grooves, and spin the luer while holding the cap. The cap should pop off. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.